Manufacturer narrative:
(B)(4). The section of the broken drain that was retained in the patient's body was received for investigation. The outer and inner diameters of the received broken drain were measured with results of 3.14mm and 1.522mm respectively, both of which met the specification requirements. Visual examination under magnification of the broken end found the broken surface to exhibit jagged edges which is indicative of excessive force being applied to the drain beyond its tensile capabilities. The returned partial drain was unfortunately too short to be tested per the tensile test procedure for its tensile break strength. Two damage lines were also observed on the outer surface of the drain at the broken end which were determined to be not originating from the manufacturing process. The returned broken drain was found to meet the inner and outer diameter specifications. Visual examination of the broken end indicates that the drain had sustained some form of post manufacturing damage and was subjected to excessive tensile force leading to its breakage. Based on the analysis and information available we are unable to identify the root cause of the drain breakage. No corrective action has been implemented. We will continue to monitor trends and utilize the information for continuous improvement.

Manufacturer narrative:
(B)(4). The device history record was not reviewed due to unavailability of a lot number. As the complaint sample was not returned, a comprehensive failure analysis was not possible. Break strength testing of wound drains from current inventory far exceeded the specification requirement. Without the lot number we were also unable to review the specific device history records to determine if any deviations took place during the manufacturing of this device. A review of production records of recent lots produced in august and september 2015 found no deviations in the manufacturing process. Based on the above analysis and information available, we are neither able to identify the root cause of the drain breakage nor confirm it is due to a manufacturing defect at this point in time. No corrective action has been implemented at this time as the root cause(s) could not be identified. We will continue to monitor trends and utilize the information for continuous improvement.

Event description:
Per customer, there was a piece of the wound drain su130-402d that came off and stayed in the patient after a surgery.